Manufacturer narrative:
It was reported that the ventilator was auto-cycling. Problem description has been analyzed. Based on provided information, the reported malfunction could not be duplicated by the field service engineer, therefore no parts were returned to factory for further investigation. Moreover, device logs have been not available for the further analyze of the issue. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator was auto-cycling. There was no patient harm. Manufacturer ref.#: (B)(4).